Event description:
A surgeon reported kinked tubing and insufficient flow in the anterior chamber during a cataract surgery. There was no pt harm. No additional info is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).